Event description:
Per the customer's (B)(4) report: "event desc: IV medication, zosyn, was hung for infusion. A couple of hours later, the nurse noted that the bag of zosyn was empty and the chamber of the primary tubing was full. The zosyn appeared to have back flowed into the primary tubing. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.